Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} visual examination of the returned product identified the inserter is fractured on the threaded end at the third thread from the end, both the inserter and fractured fragment were returned. Inserter has gouges, scuffs, and scratches on multiple areas of the main body. Device has an approximate field age of 9 years. The fracture surface has been previously analysed through sem, and bending overload was identified as the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the surgeon was impacting the cup and the inserter broke. The surgeon was able to remove the threaded piece from inside the cup and successfully finish the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.